Manufacturer narrative:
Evaluate one opened/used enlite sensor and checked for broken or missing parts and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that sensor needle separated from sensor and stayed in serter. Customer's blood glucose was not reported. Sensors would be replaced.